Event description:
Customer reported to beckman coulter, inc. (Bec) that they noticed clear fluid under the cartridge chemistry (cc) sample probe on the sample wheel plastic cover of the unicel dxc 600 synchron system. Customer reported that the fluid appeared to be deionized water. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that insufficient autogloss caused the probe to be misaligned. The fse resolved the autogloss issue and replaced the blade, the sample probe and performed alignments.

Manufacturer narrative:
Evaluation - results: autogloss. Bec identifier for this complaint is (B)(4).